Event description:
It was reported the head end release lever (red) has seized and will not return to the engage position under its own spring tension.

Manufacturer narrative:
Release mechanism. A follow up MDR will be filed if additional, relevant information is obtained during the investigation.